Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was alleged that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found records of no cartridge detected warning on the complaint date. On investigation, the pump powered up with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence failed due to no cartridge detected warnings. The reported load step malfunction issue was verified in the black box but and duplicated during the investigation. In addition, the force sensor calibration reading was low out of specifications. Pump casing was opened and the force sensor assembly was disassembled for inspection. Moisture corrosion was found on the printed circuit board and on the force sensor plate. The force sensor resistance reading was high out of specifications. Unrelated to the force sensor issue, the battery compartment was found to have cracked from the grip pad to the base seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.